Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was observed at power up but nor reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.